Event description:
MFR received a report of a lift-out chair user falling asleep on the pendant and the chair tilting forward. The user fell and allegedly sustained a broken leg. The chair was evaluated by the distributor. No malfunction was found or reported.